Event description:
A report was received that the patients lead had migrated. Inadequate stimulation was also noted. The patient underwent a lead revision procedure and was doing well postoperatively. No device malfunction was suspected.